Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported getting an alarm during the manual prime process. The customer also, reported that the drive support cap is sticking out. Nothing further reported.

Manufacturer narrative:
The insulin pump unable to prime during prime test and alarmed during basic occlusion test due to protruded/loose drive support disk.